Manufacturer narrative:
Product event summary: analysis found that the programmer booted to an error and the error would not clear. The programmer was not able to interrogate because the programmer was not able to fully boot. The programmer was able to boot using a known good link electronic module (lem) circuit board. Due to a lack of parts available for repair this programmer was scrapped.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer did not interrogate anymore. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.